Event description:
It was reported that a patient underwent a pelvic floor repair procedure during 2007. Postoperatively, the patient has a less than one centimeter mesh exposure on the anterior vaginal wall, approximately four centimeters from the introitus which is producing discharge and is uncomfortable when touched.

Manufacturer narrative:
Date sent to the FDA: 08/05/2008. Mesh exposure occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.